Manufacturer narrative:
The exact date of death was not provided. Ruptured or perforated aneurysm is a known inherent risk of endovascular aneurysm embolization procedure and is documented in the pipeline flex instruction for use.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment of an aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm measured approximately 10mm. The patient's anatomy was somewhat tortuous. All devices were prepared as indicated in the IFU. It was reported that the pipeline flex was fully deployed out of the microcatheter, but was not open on the proximal end. The physician attempted to gain access from the left side, but was not successful. Finally, the physician was able to navigate a retrieval device to the pipeline flex. The physician intended to use the retrieval device to remove the pipeline flex, but instead the retrieval device was able to &#50384;ring&#55316;he proximal pipeline flex open. Because the proximal end was opened, the physician was able to navigate a balloon through the pipeline flex lumen to further open and appose it. It was reported that post-procedure angiographic result showed appropriate placement and filling of the pipeline flex. Post-procedure, the patient was unable to wake up. CT was performed and a rupture was identified distal to the pipeline flex. The physician believes that the rupture occurred sometime during the procedure, but cannot be sure when. The patient has since passed away. The cause of death was not provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.